Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed a rash under the lifevest. There is no alleged device malfunction. The patient's physician instructed the patient to remove the lifevest to allow the rash to heal. Follow-up indicated that the patient had removed the lifevest and the rash had healed.